Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the insertable cardiac monitor (icm) exhibited ventricular under-sensing. Programming changes were made. The patient was in stable condition.